Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). The issue could be due to a stiffness of the clamp in reaching the correct position when the signal is received. This implies that the displayed status is the correct one and that the clamp has a delay in its positioning. It is likely that fluid ingress may have led to the mechanical stiffness of the device.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm did not work properly during procedure. The clamp status resulted to be "open" when it was actually opened and vice versa. There was no report of patient injury.